Event description:
The customer received questionable ion selective electrode (ise) results for three patient samples over several days. Of the data provided, only the potassium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 6.3 mmol/l and the repeat result on a cobas c501 analyzer was 5.5 mmol/l with a data flag. The initial result was reported outside the laboratory. The patient was not adversely affected as the results were caught by the physician and repeat testing was requested. The potassium electrode lot number and expiration date were requested, but were not provided. The field service representative found the diluent and is reagents were contaminated due to failed valve causing reagent probe to drip water. He replaced the valve, cleaned out the ise reagent compartment, replaced the is and diluent and replaced a bent sample probe. He successfully ran ise checks 20 times, calibrated and ran precision.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided information, it was assumed that the cause of the event was mis-sampling of the patient samples due to poor sample quality. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. A systematic or calibration issue was excluded as the provided calibration data were acceptable.